Manufacturer narrative:
As no further information concerning this report was able to be obtained, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert was generated in the remote monitoring system due to an out of range shock impedance measurement. The health care provider did not report any patient or product details and additional information was not able to be obtained. The manufacturer of the patient's right ventricular (rv) lead was not reported. No adverse patient effects were reported. Evidence reasonably suggests that the implanted device remains in service.